Manufacturer narrative:
(B)(4). (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the lot number communicated was not correct. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lot number communicated not correct.

Event description:
It has been reported that the cement has been mixed normally, but it was very liquid. The medical director dr. (B)(6) disassemblied the cement syringe and it has been noticed that a part of the powder was in the plunger. The cement took much longer to harden, because a part of the powder wasn't mixed properly.

Manufacturer narrative:
(B)(4). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Reserve sample from the same lot was evaluated and the reported event was unconfirmed.  Testing was performed under standardized conditions and the sample tested showed no abnormal behavior. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The returned device was evaluated and was conform. However, this inspection revealed that a handling error occurred during the surgery, the mixing was not efficient enough to mix completely the powder and the liquid. A summary of the investigation will be sent to the complainant conveying zimmer biomet conclusions.

Event description:
It has been reported that the cement has been mixed normally, but it was very liquid. The medical director dr. (B)(6) disassembled the cement syringe and it has been noticed that a part of the powder was in the plunger. The cement took much longer to harden, because a part of the powder wasn't mixed properly.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.